Event description:
A malfunction was reported on the pump, with no notable events occurring prior. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs.